Manufacturer narrative:
(B)(4) the actual device was returned to the manufacturer for physical evaluation, however, no defects were noted and the complaint is not confirmed. Due to being unable to confirm the lot number of the actual sample with the patient, distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lot identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called in with an m31 air detected in cassette warning during drain 0 of 5. The patient met draining criteria after rebooting the cycler and verifying the patient line connection to the catheter was secure. During fill 1 the patient encountered a patient line blocked error message. The patient checked all the lines and connection to make sure that everything was in order. The blue pin looked like it was defective. The patient pressed ok to continue the fill and fluid leaked from the pin to the stay safe connector. The patient was advised to replace the cycler due to the fluid leakage and use manual supplies while waiting for the new cycler to arrive. Technical support also advised the patient to follow up with the pd nurse regarding this incident. Follow up with the patient reported he used manual supplies to complete the treatment successfully. The patient did not experience any adverse events as a result of this incidents.

Manufacturer narrative:
Corrections: evaluation codes. The initial device was returned to the manufacturer for a physical evaluation and during the visual inspection a needle was found in the unused port of the cassette. The trigger was in a good condition, no cracks or damage was observed, however the button of the trigger connector came loose and that confirms the issue. Due to the condition the sample was returned functional testing could not be performed. However, the visual inspection of the sample confirmed the alleged complaint. This kind of failure can be attributed to a component out of specification, defect or a broken component or an improper handling by patient. Due to being unable to confirm the lot number of the actual sample with the patient, distribution records were reviewed to identify potential lots of the products shipped to the customer over the past 3 months. Batch records for the lot identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. No additional complaints related to the same failure mode have been received for this lot. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.